Event description:
It was reported to covidien on (B)(4) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter had an orifice/hole in the silicone just below the adapter. This was noticed 4-5 months after insertion. Pt had catheter removed and replaced and required antibiotic therapy.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.